Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm 2003. Vessel morphology is unk. It was reported that the pt's aortic neck had 90-degrees of angulation and 2 cm of usable landing zone. It was reported that both the bifurcated stent graft and the contralateral limb were succesfully implanted. Final angiogram demonstrated that the bifurcated stent graft slipped out of the aortic neck due to the severe angulation. The physician elected to convert the pt to open surgical repair. The pt was reported to be doing well and no additional sequelae were reported.